Event description:
It was reported to the manufacturer that the vns patient has been experiencing one seizure per week. The patient's device was off for a period of time due to an unknown reason and the patient did not experience any seizures during this time. It is unknown if the patient's current seizure activity is above pre-vns baseline level. Diagnostic tests performed on the patient's device revealed proper device function in (B) (6)2003. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.